Event description:
It was reported that (5) display boards had dim segments. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments on the five returned display boards was confirmed. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned display board assemblies exhibited dim segments. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement (npi). The customer returned 5 lvp display board assemblies p/n tc10004754 in individual esd bags with a serial number written on it suspected to be the lvp from which it came from. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 09dec2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a dim segment was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (5) display boards had dim segments. The customer confirmed that there was no patient involvement.